Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as: 2134265-2011-01260. It was reported that during a rotational atherectomy treatment procedure, the burr became stuck. The operator said that the burr became stuck upon retrieval and thought this was the fault of the foot pedal. No patient complications were reported. Additional information has been requested, but not obtained.